Manufacturer narrative:
Initial reporter email: (B)(6). PMA/510k #: k111860, k130470.

Event description:
It was reported that bd max¿ system, bd max¿ instrument experiencing various false positives. The following information was provided by the initial reporter: problems with a lot of false positives, almost all viruses are positive in some runs.

Manufacturer narrative:
H6. The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they witnessed multiple suspected false positive results while running the enteric viral and bacterial panel assays. Customer also reports blurry pcr curves and runs where almost all targets are positive. Bd service specialists requested the customer run database for further analysis. Subsequent follow up with the customer confirmed that they have not seen any continued issues. Customer feels that the issue seemed to be resolved after performing weekly instrument maintenance and reboot of the instrument. Customer declines further support at this time. This complaint is unconfirmed as it was resolved through customer performed maintenance. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege a failure of the instrument and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument experiencing various false positives. The following information was provided by the initial reporter: problems with a lot of false positives, almost all viruses are positive in some runs.